Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient had been having a difficult time getting the external devices to connect to the patient's implant and that they had been really confused. Caller stated when they were able to get it to connect, they would lose connection. The caller stated they'd finally gotten it to connect once and saw the therapy was on at 0.5 ma, but then it would say 'device is not responding. Reposition the communicator over the internal device '. Patient services reviewed external device function and therapy expectations with the patient and the caller and the caller stated they hadn't been keeping the communicator over the ins site as they didn't think they needed to. The patient stated they had felt the stimulation when they had been standing but then they no longer felt the stimulation but then after sitting down for awhile, now they could feel the stimulation again. Patient services reviewed with the patient that they could feel the stimulation positionally and reviewed stimulation considerations with the patient. Patient also mentioned they felt like something was stabbing them in their "butt, like a needle." Patient further clarified it was at the incision site and that the sensation they described appeared to be pain from the procedure they were experiencing and that they would monitor their recovery. Patient stated also stated that they would use a tens unit on their ankle. The patient stated they thought the implanted system was starting to work now (because they could feel the stimulation).. Patient stated they couldn't even remember if they were taking their medicine the right way so that's why their daughter was their caregiver and had to help them with other things like their incontinence stuff. Patient's daughter pro vided the patient's underlying urinary dysfunction for which the patient received the implant: patient had been having issues where they hadn't been able to make it to the bathroom in time, and that at night they'd be sleeping and they would pee themselves. The caregiver stated they didn't know if the device was going to help the patient's symptoms by 50% or greater but they confirmed understanding on how to use the external devices now and stated they were going to monitor the patient's symptoms and follow up with the patient's follow up health care provider for the patient's post-op on 2025-may-07. Caller stated they would call back if they had any further questions or needed assistance. Documented the reported event. No further action was taken by patient services. 2 call recordings. Patient services called to update patient   additional information was received from the  patient reported adjusted the therapy after being implanted and feeling relief. However, yesterday the therapy was not working again, so they adjusted the therapy from 5 to 6. Patient reported having some relief again after therapy was adjusted but not 50% and they felt the sensation at least 3 times yesterday. Patient requested call back to review the information. The patient was redirected to their healthcare provider to further address the issue. The patient reported: losing stimulation sensation / having some symptom relief but not 50% symptoms reported

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.